Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis and pulmonary embolism was scheduled for filter placement. The right common femoral vein was accessed and a venogram demonstrated no evidence of thrombus and identified the renal veins. The filter was successfully deployed in an infrarenal location and completion venogram demonstrated a centrally well placed filter. The patient tolerated the procedure well. Approximately six years nine months post filter deployment, the patient was diagnosed with new-onset left ventricular dysfunction and was scheduled for left heart catheterization. Angiography demonstrated a detached filter limb within the right ventricle. The patient was recommended to consult interventional radiology for evaluation of the detached filter limb. The patient was scheduled for filter retrieval approximately six years eleven months post filter deployment. The right internal jugular vein was accessed and a cone removal system was advanced to successfully capture and remove the filter. A snare device was advanced into the right ventricle and positioned over the filter fragment. The detached filter limb was unable to be captured and removed. Due to the patient¿s size, it was not possible to know the anterior-posterior location of the snare. The decision was made to conclude the procedure rather than make further attempts at retrieval. There were no known complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately six years and nine months post filter deployment, angiography demonstrated a detached filter limb within the right ventricle. Two months later the filter was successfully removed, however the detached filter could not be retrieved. Based on the medical records, the investigation can be confirmed for one detached filter limb. Per the reported event details, the patient was identified as morbidly obese. Per the IFU, "the safety and effectiveness of this device has not been established for morbidly obese patients. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention." Therefore, it is unknown if patient issues contributed to the reported event. The definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a cardiac catheterization performed for cardiomyopathy, a detached filter limb was identified in the right ventricle. A current evaluation for the possibility of filter and/or detached limb removal is being discussed at this time. The patient is reported to be asymptomatic. New information received: it was reported that approximately seven years post vena cava filter deployment; guided fluoroscopy demonstrated a detached filter limb in the right ventricle. A percutaneous procedure was performed to successfully capture and retrieve the vena cava filter with a snare device; however, the detached limb in the right ventricle could not be retrieved. No other attempts were made to capture retrieve the detached filter limb. The patient status was not provided. New information received: medical records were received and reviewed. Approximately six years nine months post filter deployment in a patient with history of deep venous thrombosis and pulmonary embolus, the patient was diagnosed with left heart dysfunction and was scheduled for left heart catheterization. Angiography demonstrated a detached filter limb in the right ventricle and the patient was recommended to consult interventional radiology. The patient was scheduled for filter retrieval approximately six years eleven months post filter deployment. The right internal jugular vein was accessed and the filter was successfully captured and retrieved. A snare device was advanced to the right ventricle, but was unable to capture the detached filter limb. The procedure was concluded and there were no known complications. No additional information was provided in the medical records received.

Event description:
It was reported that during a cardiac catheterization performed for cardiomyopathy, a detached filter limb was identified in the right ventricle. A current evaluation for the possibility of filter and/or detached limb removal is being discussed at this time. The patient is reported to be asymptomatic.

Manufacturer narrative:
Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Outcomes attributed to adverse event: life-threatening. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported that approximately seven years post vena cava filter deployment; guided fluoroscopy demonstrated a detached filter limb in the right ventricle. A percutaneous procedure was performed to successfully capture and retrieve the vena cava filter with a snare device; however, the detached limb in the right ventricle could not be retrieved. No other attempts were made to capture retrieve the detached filter limb. The patient status was not provided.

Manufacturer narrative:
A manufacturing review was not performed as the device lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Per the reported event details, the patient was identified as morbidly obese. Per the IFU, "the safety and effectiveness of this device has not been established for morbidly obese patients. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighted against the inherent risk/ratio for a patient who is at risk of pulmonary embolism without intervention." Therefore it is unknown if patient issues contributed to the reported event. The definitive root cause is unknown. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. Section a-d: the information provided by bard representatives, is all the known information provided at this time. Despite good-faith effort to obtain additional information, the complaint/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.